Manufacturer narrative:
We are waiting for additional information from the distributor.

Event description:
The laser system has the following problem: no transfer of energy to tissue when the laser is activated. Error "low" displayed when the footswitch is depressed.